Manufacturer narrative:
Make/brand and manufacturer of device used at the time of the incident are unknown - it is not clear if a coopervision device was involved in the event. No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the device and the incident is unconfirmed.

Event description:
The user contacted the manufacturer to report defective contact lenses that were causing eye irritation, not considered a reportable adverse event. The patient also reported 10+ years prior having experienced difficulty with corneal ulcers due to lack of airflow/oxygen. Several attempts were made to gain additional information from the user regarding ulcer event without success. Make/brand and manufacturer of device used at the time of the incident are unknown - it is not clear if a coopervision device was involved in the event. This event is being reported in an abundance of caution due to reported corneal ulcer, lack of medical info, incomplete diagnosis, and unknown resolution.